Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: priya sarv and kao c. Simon (2019). Confusing radiographic appearance of a central venous split-tip hemodialysis catheter. Radiology case reports, 14: 410-414. Doi: 10.1016/j.radcr.2018.12.014. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal of "radiology case reports" titled "confusing radiographic appearance of a central venous split-tip hemodialysis catheter" that sometime post a dialysis catheter placement, malalignment of the distal segment of the medial catheter (longer) was allegedly noted. It was further reported that the patient allegedly experienced minimal discomfort in the chest. Reportedly, the catheter was removed and replaced with another permanent dialysis catheter. The current status of the patient is unknown.